Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a missing retainer ring. Unable lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial number label missing and end cap address label missing. Cosmetic damage was confirmed at the back of pump. Missing retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to missing retainer ring. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), sensor glucose versus blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-7020a. Troubleshoot was performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer is reporting a discrepancy between sg and bg. Product mmt-1780kpk was return for analysis. No product return is required for mmt-7020a.